Event description:
A review of service data detected a reportable problem. During servicing electrode belt sn (B)(4) failed a therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The failure was caused by an open wire in the ECG "a&b" cable. The root cause for the open wire could not be positively identified but was likely excessive force on the ECG "a&b" cable. No adverse event resulted from the open wire connection. The last pt to use this electrode belt did not report any deficiencies.